Event description:
(B)(4). Pain that would double me over about twice a month until (B)(6) 2015; constant back pain , hair loss, pain that had me on the floor unable to find relief, weight gain, bloating. Surgery in (B)(6) 2015 to remove endometriosis.